Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a manufacturing record evaluation was performed for the finished device product code: 04.043.240s. Lot no: 5414p33. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 27-apr-2023. Manufacturing site: jabil bettlach. Expiry date:01-apr-2033. Photo investigation: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the distal inlay from the tibial nail-advanced / 10 360 / sterile was observed shifted downwards and slightly misaligned of the holes of the nail. The distal tip of the inlay protrude from the distal tip of the nail and the inlay is broke likely caused by the shifted. In addition, the inlay appears to be cracked in the portion of the insert that is visible in the second hole from the end of the nail. Product investigation: visual analysis of the returned sample revealed that the distal inlay from the tibial nail-advanced / 10 360 / sterile was observed shifted downwards and slightly misaligned of the holes of the nail. The distal tip of the inlay protrude from the distal tip of the nail and the inlay is broke likely caused by the shifted. In addition, the inlay is cracked in a portion of the insert. A dimensional inspection for the tibial nail-advanced / 10 360 / sterile was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tibial nail-advanced / 10 360 / sterile would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent surgery to implant the tibial nail advanced for a lower leg fracture on (B)(6) 2024. The nail had to be removed after insertion because it was found that the pe inlay was twisted in the distal area of the nail. The medullary space was too narrow, so the implant was removed before the medullary canal was drilled. The slipped peek inlay was discovered by chance. The operation then continued with a new implant. Surgical delay time was approximately 15-20 minutes. No further information is available. This report involves one tibial nail-advanced / 10mm 360mm / sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional device product codes: hwc. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.